Event description:
Customer reports discrepant low triage cardiac panel troponin I (tni) result in comparison to the laboratory analyzer tni result. On (B)(6) 2014, the pt was hospitalized for chs and end-stage renal failure. Electrocardiogram (EKG) results were not available. Results as follows: (B)(6) 2014 lab tni 0.07; lab myo 1492; triage tnu <0.05; triage myo >500. Triage tni cut-off=0.05; lab tni cut-off=0.032. There was no adverse pt impact based on the negative tni results on the triage device. The pt remained hospitalized and final diagnosis was not known. There was no add'l info provided.

Manufacturer narrative:
Add'l procodes: ddr, jhx, mmi. Investigation/conclusion: the device or pt samples were not returned. No discrepant low tni results observed with any replicate of cal j testing on retain lot w56199. Cal j testing yielded a tni cv of 9.9%. This passes final release specs. Reviewed the batch record for lot w56199. Product deficiency was not established with cal j testing on retain lot w56199.